Event description:
It was reported that during the procedure, the operating physician had difficulty with advancement of the super arrow flex (saf) sheath and dilator. The physician observed that the tip was dented. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.

Manufacturer narrative:
(B)(4).